Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection, swelling and bleeding at the implant site. The patient was seen in the clinic and the area was debrided and treated with gentian violet. The implanted device remains.